Event description:
It was reported that a couple of days after the surgery the patient presented bleeding.

Manufacturer narrative:
The product was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. Visual inspection and functional testing could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes. Insufficient saline flow to the surgical site. Surgical technique. The patient's compliance to post op instructions. Cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There are no indications to suggest the device did not meet product specifications upon release into distribution. No additional information was received from reporter regarding patient condition; therefore, clinical/medical assessment could not be performed.